Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited volume syringe. Balloon testing was performed with the returned syringe. Examination revealed that the balloon had a rupture near the proximal bond in the central area of the balloon. Latex appeared to be missing from the balloon, and was not returned with the catheter. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned syringe. The complaint of balloon could not be inflated was confirmed; however, there are no indications that this is related to the manufacturing process. The product IFU states, to avoid "possible balloon rupture, do not inflate above the recommended volume." A review of the manufacturing records indicated that the product met specifications upon release. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Event description:
It was reported that the balloon could not be inflated before use. There were no patient complications.